Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported tha the patient that the battery in their back ¿went bad¿. They clarified that they would use the recharger to charge their device for 8 hours and the ins would not charge. The patient stated their ins and recharger were bad. The patient stated they were told to ¿throw away¿ their recharger because it was bad. There were no symptoms reported. The issue of the ins being bad and not charging and the recharger being back occurred about two weeks ago in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.